Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via call that the insulin pump screen was scratched and harder to read. Customer¿s current blood glucose level was unknown at the time of incident. Insulin pump rejected new battery. Customer stated that the buttons require multiple presses. Insulin pump had no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump responded properly to key presses. No unresponsive buttons noted during testing. Insulin pump passed the functional test, including the stop (idle) current test, run current test, self test, off no power test, unexpected restart error test, seat and rewind and basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08690 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and prime test. No unexpected no delivery alarm, failed battery test or motor error noted during testing. Insulin pump had lightly scratched lcd display window. Motor tested outside the device and passed.